Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: quantity received and quantity affected: 1 bottle. Was this issue involving patient or nonpatient samples? Patient. (B)(6) 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 2 molecular false positives? What result did the customer obtain from the bd product? Non-viable candida tropicalis. What result was the customer expecting to obtain (if different from the obtained result) no organisms detected. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Did a death occur? No. Did a serious injury occur? No. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No. Molecular false positive on lot # 2333876.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-24. H.6. Investigation summary: catalog: 442023. Batch no.: 2333876. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: quantity received and quantity affected: (B)(4) bottle. Was this issue involving patient or nonpatient samples? Patient. Fri (B)(6) 17:06:13 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes detailed erroneous results (include # of errors and type):(B)(6) molecular false positives. 1. What result did the customer obtain from the bd product? Non-viable candida tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result) no organisms detected. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Did a death occur? No. Did a serious injury occur? No. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No. Molecular false positive on lot # 2333876.